Manufacturer narrative:
One device was returned for analysis with complaint of cracks on downstream occlusion (dso) seal. The reported problem was not related to a previous repair. Visual and functional testing were performed. Evaluation found cracks on dso seal. The dso seal would be replaced.

Event description:
It was reported that the device had cracks on downstream seal and pumps made a grinding noise during infusion. There was no patient harm reported.